Event description:
Laparoscopic cholecystectomy was in progress when a laparoscopic grabber malfunctioned. A piece broke off into the abdomen. The fractured piece was located on the peritoneal wall and removed. Dates of use: 2009. Event abated after use stopped or dose reduced: yes.